Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Additionally, this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there was high out-of-range pace impedance on the right atrial (ra) lead, greater than 3,000 ohms. The lead safety switch was triggered and the programming vector automatically changed to unipolar. The patient was seen in clinic for follow-up and after changing the programming back to bipolar, noise was observed on the ra channel that was sensed and led to inappropriate mode switching to atrial tachy response. Review of the device also revealed a signal artifact monitor episode several months prior due to oversensing of the minute ventilation signal which did not result in pacing inhibition. It was noted that the patient was in hospice. Technical services recommended programming to unipolar pace, bipolar sense on the ra lead and decreasing the ra sensitivity. This pacemaker remains in service and no adverse patient effects were reported. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that there was high out-of-range pace impedance on the right atrial (ra) lead, greater than 3,000 ohms. The lead safety switch was triggered and the programming vector automatically changed to unipolar. The patient was seen in clinic for follow-up and after changing the programming back to bipolar, noise was observed on the ra channel that was sensed and led to inappropriate mode switching to atrial tachy response. Review of the device also revealed a signal artifact monitor episode several months prior due to oversensing of the minute ventilation signal which did not result in pacing inhibition. It was noted that the patient was in hospice. Technical services recommended programming to unipolar pace, bipolar sense on the ra lead and decreasing the ra sensitivity. This pacemaker remains in service and no adverse patient effects were reported. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that there was high out-of-range pace impedance on the right atrial (ra) lead, greater than 3,000 ohms. The lead safety switch was triggered and the programming vector automatically changed to unipolar. The patient was seen in clinic for follow-up and after changing the programming back to bipolar, noise was observed on the ra channel that was sensed and led to inappropriate mode switching to atrial tachy response. Review of the device also revealed a signal artifact monitor episode several months prior due to oversensing of noise. It was noted that the patient was in hospice. Technical services recommended programming to unipolar pace, bipolar sense on the ra lead and decreasing the ra sensitivity. This pacemaker remains in service and no adverse patient effects were reported.